Event description:
It was reported when a symptomatic patient presented to the emergency room, the device was found in backup vvi mode. The patient received inappropriate hv therapy due to atrial fibrillation with rapid ventricular response. A device download was performed successfully. High voltage lead impedance measurement was found to be lower out of range. Upon closer examination, alerts for sosd and ocd were confirmed. A capacitor maintenance was performed, which immediately aborted due to possible output circuit damage. The system was explanted and replaced. The patient received a life vest. The patient was discharged from the hospital and went home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was found to be in backup vvi mode due to a power-on reset. The cause of the power-on reset could not be determined. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the ICD can. The damage found is consistent with that caused by high voltage therapy delivery into low hv lead impedance.